Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "pump problem battery health at 88% no patient harm or any active infusion stopped. A preliminary review of the logs identified the following issue: sensor hardware failure (av encoder) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to vr encoder failure. It was found the rear housing was physically damaged and separated from the handle. Other physical damage was identified in the pump, oxidation as a result of fluid ingress had built up on grounding hardware causing electrical failure of pcbas. This unit is to be scrapped.